Event description:
It was reported the pre-loaded intraocular lens (iol) was placed in the patient's left eye and removed and replaced during the same procedure due to the doctor requiring a different lens. It was noted that when the lens was implanted it "went through the bag." A vitrectomy was required. A non-johnson & johnson iol was implanted as replacement. No other interventions reported. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 7, 2022 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully retracted. No issues with the handpiece could be identified. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues could be identified. The complaint issues were not confirmed. No additional issues were identified. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.